Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick flex female external catheter would not stay in place. It was unclear if troubleshooting was performed or lot number requested. No additional information provided. Per follow up response received via email on 04jun2025, customer stopped using the purewick system back in (B)(6) because it was impossible to get to stay in place. There was so much leaking that frequent bedding changes were required. It was impossible to train all the caregivers at the assisted living facility to apply it correctly. Tape on patient abdomen was required to hold it in the best position, but even that was not perfect. Patient skin became raw from the tape. Maybe patient was too small at 95 pounds for it to fit well. The device became contaminated with feces and resulted in a bladder infection that required antibiotics. The smell from the system was awful. Customer ended up just had their urinate in pull up diapers with frequent changes while patient was bed bound with a fractured ankle. The problem was resolved by not using the system any longer. It was not a lot number problem. It was a design problem. The contaminated devices were all disposed of months ago. Customer took photos of proper placement to use when teaching the caregivers, but they deleted all of them because they did not want to see them in their photo gallery anymore.

Manufacturer narrative:
The reported event was confirmed use related as per the event. Sample was not available for evaluation. The root cause identified is "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use". A DHR review is not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: warnings: do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Maintenance: replace the product every 12 hours or if soiled with feces or blood. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick flex female external catheter would not stay in place. It was unclear if troubleshooting was performed or lot number requested. No additional information provided. Per follow up response received via email on 04jun2025, customer stopped using the purewick system back in march because it was impossible to get to stay in place. There was so much leaking that frequent bedding changes were required. It was impossible to train all the caregivers at the assisted living facility to apply it correctly. Tape on patient abdomen was required to hold it in the best position, but even that was not perfect. Patient skin became raw from the tape. Maybe patient was too small at 95 pounds for it to fit well. The device became contaminated with feces and resulted in a bladder infection that required antibiotics. The smell from the system was awful. Customer ended up just had their urinate in pull up diapers with frequent changes while patient was bed bound with a fractured ankle. The problem was resolved by not using the system any longer. It was not a lot number problem. It was a design problem. The contaminated devices were all disposed of months ago. Customer took photos of proper placement to use when teaching the caregivers, but they deleted all of them because they did not want to see them in their photo gallery anymore.